Event description:
It was reported that the patient presented to the emergency department with syncope. Review of the transmission showed appropriate device function. Device based testing resulted within range measurements. It was found that the device was inappropriately programmed. Programming change was recommended. The patient will be monitored for now.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.